Manufacturer narrative:
The pre-repair temperature tests could not be performed as the motor was seized and the cable was cut. The evaluation found the seals were worn and the motor and bearings were corroded due to dried saline. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the device is getting hot and that this is the second time it's been sent in for this repair. There were no injuries reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that it was not known exactly how long it took for the handpiece to heat up but it was greater than a minute. Another handpiece was used to complete the case.